Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and investigation, it was learned a 27mm 7300tfx mitral valve implanted two (2) years, 11 months, was explanted due to endocarditis with stenosis. The explanted device was replaced with a 31mm 11400m mitral valve. Per medical records, the patient was hospitalized last year with endocarditis. She was significantly deconditioned and went to rehab. Patient states she would rather proceed with surgery than continue on lifetime of antibiotics and experience early valve failure from endocarditis. She is ready to proceed with redo mvr. Intraoperatively the valve was removed and the annulus around the sewing cuff appeared mushy consistent with endocarditis. A 31mm 11400m valve was implanted in replacement with pledget sutures and secure with cor-knots. Post procedure valve was verified with good seating. The patient was transferred to the ICU in stable but critical condition. On pod #22, the patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a 27mm 7300tfx mitral valve implanted two (2) years, 11 months, was explanted due to unknown reasons. The explanted device was replaced with a 31mm 11400m mitral valve.